Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support the patient was determined to be experiencing heparin induced thrombocytopenia, which was addressed by adding bicarbonate to the purge and systemically running bivalirudin. Additionally, a computer tomography scan, on (B)(6) 2022, revealed bleeding from the orogastric tube. The patient remained on impella support and was successfully weaned.